Manufacturer narrative:
Product ID 37746, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that one of the patient¿s leads became disconnected. It was noted, the patient was waiting to hear from their healthcare professional (hcp). It was further noted, the patient was still having concerns regarding their device or therapy, but were working with their hcp or manufacturing representative.